Manufacturer narrative:
Concomitant medical products: product ID: 8835, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was receiving an unknown drug via implantable pump for spinal pain. It was reported by the patient's spouse that they called last week (rtg0107786) and the patient received a new personal therapy manager (ptm). The new ptm is doing the same thing and not synching with the pump, showing the poor communication screen. In discussing the difficulty with the pump and the ptm, they stated that the patient has complained about the pump being moved and it being swollen around the pump since they had the pump refilled about a month ago. Patient services explained that these things can cause difficulty in the pump and ptm communicating with each other. Patient services advised them to have the patient bring the ptm with to their healthcare provider (hcp) appointment; they stated they are seeing the hcp later today.